Event description:
This is 3 of 3 reports linked to mfg report numbers: 3004608878-2022-00117 and 3004608878-2022-00118. A facility reported that the mayfield ultra 360 patient positioning system (a2009) slipped when patient's head was secured in it. No patient injury or surgical delay has been reported.

Manufacturer narrative:
The ultra 360 patient positioning system (a2009) was returned for evaluation: failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received had the upper and lower handles adjusted to bring them back into tolerance from not holding properly. Both shock cushions, ¼ inch pin, and adjustment wrench were replaced from being worn. Unit also received with the standard adaptor and not the tri-star adaptor. Root cause - complaint is confirmed via inspection of the unit. Both the upper and lower handles were not holding properly and required readjustment. Additionally, the unit required replacement of worn components. Root cause is routine use and wear of the device. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.